Event description:
This complaint is now reportable based on the analysis completed in late 2007 . It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. Vascular acess was radial. The lesion was located 80% stenosed and tortuous segment of the left circumflex (lcx). The 3.0x32mm taxus liberte' drug eluting stent did not cross the lesion. No patient injuries or complications were reported. Patient condition was good. However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Following a detailed device analysis proximal stent damage was found. Some of the stent struts were severely misaligned. The stent had moved distally on the balloon towards the tip. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found.the most probable root cause for this event is design due to a design constraint of the product.